Event description:
Factory analysis of the returned power managment pcb board revealed shorted components, which caused the ventilator to not power up.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator would not power up and power leds were flashing. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem. The service engineer replaced the power management pcb board to address the reported problem. Applicable final testing was performed to operating specifications and passed.